Event description:
Boston scientific received information that high ventricular pacing impedances were detected on this transvenous lead. The physician determined no remedial action was needed and will continue to monitor the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that nearly one year after the initial allegation, a procedure was performed to explant and replace this right ventricular lead and the device due to ongoing high pacing impedances greater than 2000 ohms. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted only half of setscrew mark found on the is-1 terminal pin and is located toward the front edge of pin. This finding may suggest inadequate insertion of is-1 terminal connector into header and could result in electrical anomalies, however none were detected during testing. Lastly, abrasion was noted in trilumen insulation approximately 14.5 centimeters from the is-1 pin and appears to be lead-on-can contact.

Manufacturer narrative:
The lead has been returned and will undergo analysis. No further information is available. This report will be updated if more information becomes available.